Event description:
Upon entering the gleno-humeral joint of the right shoulder, a 5.6 aggressive meniscal debrider was opened and placed in side the joint. Debridement of the joint began and within a few minutes metal shavings appeared in the joint from the debrider tip. The debrider was removed, joint irrigated and a new debrider was opened.